Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead fractured and was found to be broken in two at the clavicle. The proximal end of the lead was explanted, and a replacement was implanted. No patient complications have been reported as a result of this event.